Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 37702, serial# (B)(4), implanted: 2007-(B)(6), product type implantable neurostimulator product ID 37742, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 37752, serial# (B)(4), product type recharger product ID 74002, lot# n226320, implanted: 2010-(B)(6), explanted: product type adapter product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 37743, serial# (B)(4), product type programmer, patient product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3487a-33, lot# j0228136v, implanted: 2002-(B)(6), product type lead product ID 3487a-33, lot# j0225568v, implanted: 2002-(B)(6), product type lead product ID 3778-75, serial# (B)(4), implanted: 2008-(B)(6), product type lead product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7495lz66, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 3487a-33, lot# j0228136v,implanted: 2002-(B)(6), product type lead product ID 3487a-33, lot# j0225568v, implanted: 2002-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had to increase amplitude recently and had to charge much more often than he used to, which was a couple of times per day. The reporter indicated that this "shortened" recharge interval was "frustrating the patient". This was noted to have started only in the couple of weeks prior to the report. The patient's therapy was however "good". The patient had not had any falls or trauma but the reporter indicated that the patient was a "fairly active person". The reporter indicated that impedances were going to be checked. It was however unclear if the impedances were checked. It was later reported that communication was not possible with the implantable neurostimulator(ins) as it was noted that it had a "charge battery now" icon. The reporter stated that it was possible to turn stimulation on or off with the recharger. However, the ins battery was low and was only charging up to 25% per the recharger. Approximately a month later, it was further reported that the patient's lead and extension system was revised. The reporter indicated that there was "something wrong with the wires". The same ins was used, and the battery was "just depleted". If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).